Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings:a review of the pump histories indicated that the last basal and last bolus deliveries occurred on (B)(6) 2015. There were no errors, alarms, or warnings related to the complaint observed in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 300mg/dl with bedwetting/excessive urination, restlessness, and irritability associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The inaccurate delivery issue reportedly began on (B)(6) 2015. The reporter noted that basal rate changes had recently been made. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unspecified inaccurate delivery issue.